Event description:
The rotator broke during abdominal transcatheter arterial embolization (tae) at 500 psi, 1.2ml/sec, for 5ml. There was no report of harm or injury. The customer reported three (3) defective units but has not provided any additional information or clinical details for the additional events. The customer returned two devices for evaluation. Therefore, only this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device evaluation: the suspect device evaluation has not been completed. Evaluation: a follow-up report will be submitted when the device evaluation has been completed.